Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot # 4219669, and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened for this due to related complaints.

Event description:
It was reported that 16x100 mm 10.0 ml bd vacutainer® glass serum tube did not clot after a sixty minute time frame. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.